Manufacturer narrative:
There was no button response due to flattened act keypad dome. The functional check was unable to be performed due to keypad anomaly. The insulin pump was received with minor scratches on the lcd window, cracked case near the display window corners and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was returned for unknown reason.